Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: lap hernia repair. According to the reporter: when the stapler was squeezed, tacks jammed in the device. The staff applied another device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.